Event description:
Reported that the turn select tossed a patient out of bed.

Manufacturer narrative:
(B)(6) (distributor) said the facility has done a complete investigation and report on the event. They are "convinced" that our product had nothing to do with the event. The patient was 90 lbs and had limited muscle control; however, she was on the side of the bed with the rail "down." The facility has done re-training on positioning and the use of rails. I have requested a copy of their full report. This product has been commercialized for 13 years and we have never had an event where this product tossed a patient from bed. The product design has many safety features to prevent this, both in the pump and inflation system. The pumps pressure relieve valve will activate when the pressure assumes a certain level and the inflation system is enclosed in a material that will "hold" the tubes from expanding. A conversation with the d.o.n. At the facility also confirmed the investigation and report were done and the patient was not injured during the fall. The facility is happy with the product and it is back in use.